Event description:
A customer reported that the system intermittently did not perform aspiration during a phacoemulsification procedure. The surgery was able to be completed using the same system and accessories with no impact to the patient.

Manufacturer narrative:
The company representative examined and tested the system's functionality, and found the system met specifications. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log near the date of the reported event ((B)(6) 2013) shows multiple occurrences of system message - (irrigation pressure drop). This could indicate issues with irrigation/aspiration, but it is not conclusive. Therefore the reported event was unable to be confirmed or replicated. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).